Manufacturer narrative:
Pump had unresponsive blank screen due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to display anomaly. Pump received with cracked case on the back at the battery tube area.

Event description:
The customer reported via phone call that the insulin pump had crack on the battery side. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and reported that the reservoir lip ring was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.